Event description:
Boston scientific received information that this lead was explanted for an unknown product performance issue. A request for additional information was made. There were no adverse patient effects reported. The lead has not been returned.

Manufacturer narrative:
As of today, no additional information has been provided. Should additional information become available, this report will be updated.